Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed and no anomalies were found.

Event description:
It was reported that during implant attempt the physician was unable to put the guide wire or angio wire through the left ventricular lead. Therefore the lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.